Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that after a cataract surgery, a mass was noted in patient's eye. A second procedure was performed to remove the mass. The patient was reported to be fine. According to the reporter, the event was caused/contributed by the pump of the phaco-emulsifier. Additional information has been requested but not received. This is one of two reports being filed for the same facility.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer reported that a female patient had cataract surgery on (B)(6) 2017. The surgeon had to complete a second surgery on (B)(6) 2017 for removal of a mass secondary to the first surgery with the system. The surgeon suspected it was the type of pump in the system. Additional information noted the surgeon suspected the ophthalmic viscoelastic device (ovd). Additional information was requested with none received to date. The ovd batch documentation review was completed. The batch record filling was checked and a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. The assembly is performed during assembly the operators wear protective clothing and hair caps. All batches are released according to the required specifications. No similar complaints have been received so far for the ovd lot number. As no sample was returned and no manufacturing related issues were identified. The system operator¿s manual includes warnings: ¿the u/s handpieces are surgical instruments and must be handled with care. The handpiece tip should not touch any solid object while in operation. Immediately following surgery the handpiece must be thoroughly cleaned. Be sure the cord plug is completely dry before connecting it to console. For cleaning and sterilization procedures, see the directions for use (dfu) supplied with the handpiece. During any ultrasonic procedure, metal particles may result from inadvertent touching of the ultrasonic tip with a second instrument. Another potential source of metal particles resulting from any ultrasonic handpiece may be the result of ultrasonic energy causing micro abrasion of the ultrasonic tip. The surgeon did not note if he uses a second instrument during phaco. No samples were received for evaluation. The phaco handpiece serial number was not provided. No phaco tip was returned. No phaco tip lot number was identified with this complaint; therefore, a lot number history review could not be conducted. All phaco tips are 100% visually inspected by trained operators using 30x magnification before release. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. There is no evidence to attribute the handpiece to the customer reported event. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)